Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test could not be performed due to the condition of the returned device. A visual examination of the distal end of the balloon showed that a portion of the balloon material including the balloon tip had detached and was included in the return. Only a small portion of the balloon material was present and bunched up on the proximal end. No kinks/bends were observed in the catheter. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information provided indicated the following deviations from the instructions for use. The balloon was inflated prior to patient contact. Negative pressure was not applied to the balloon prior to advancement through the endoscope accessory channel. The user indicated that an attempt was made to remove a ruptured balloon from the endoscope. These deviations from the instructions for use are the most likely cause of this report. The instructions for use advise the user: "to facilitate passage through the endoscope, apply negative pressure to the catheter." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use advise the user: "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically." The instructions for use states: "do not pre-inflate the balloon." The instructions for use caution the user: "caution: a compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required." Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding this report: based on the information provided that the balloon was inflated prior to patient contact, negative pressure was not applied to the balloon prior to advancement through the endoscope accessory channel, and an attempt was made to remove a ruptured balloon from the endoscope a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hercules 3 stage balloon esophageal. The balloon split and came off the device, causing the physician to have to remove the foreign body from the esophagus. New information was received on 25-sept-2020 stating after the balloon split, they tried to pull it back through the endoscope. However, the balloon material got stuck on the endoscope. As they pulled it back through the endoscope, the balloon peeled off [detached] the catheter and fell off completely into the patient's esophagus. The remaining piece of the balloon was removed and the procedure was completed. A section of the device did not remain inside the patient¿s body. The detached portion of the device was removed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.